Event description:
It was reported the patient¿s physical therapist noticed a knot in the patient¿s back. The patient was having surgery to rebuild his back with a spinal fusion surgery and the surgeon touched and moved the catheter and it just crumbled. The catheter had scar tissue around it making it hard to see a fracture on a magnetic resonance image (MRI). It was noted the spinal cord had adhered to the tube. The surgeon had to pull out the catheter to find where it quit breaking and that¿s where he ¿tied it back in.¿ the spinal segment of the catheter was replaced and after replacement the spinal fusion surgery continued. It was noted the patient had dystonia and bent and moved a lot. The catheter had been leaking for a long time. The patient experienced withdrawal on and off for about two years. It was uncertain which kind of baclofen the patient had in the pump and he was no longer using prialt.

Event description:
It was reported that the catheter cracked, it had "crumbled", and was replaced. Follow-up with the patient indicated that post-replacement he was no longer having concerns with the device or therapy. The pump contained hydromorphone, prialt, and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): 1994-(B)(6), explanted: (B)(6) 2012, (B)(4).